Event description:
It was reported that the patient¿s current device is a dual chamber pacemaker, however during implant it was noted that one lead ¿would not work¿ and therefore the pacemaker is working as a single chamber device. In addition, the patient reports feeling uncomfortable and sweating since implant. It was noted by the patient that they had a device check done, and the physician stated the pacemaker ¿did not work¿ for more than 1.5 seconds 98 times. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).